Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep found that the door cover sidewall on the left was adjusted with no replacement needed. The rep oiled the metal rollers and bolt. The system was found to be fully functional after repair.

Event description:
A site representative reported that the imaging system door does not close completely and needs to be adjusted. There was no patient involved with this concern.